Event description:
A malfunction on the pump was reported by the caller, indicated by a malfunction code that could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy. Tandem technical support arranged to replace the malfunctioning pump with a new one and provided instructions for storage and return. The caller received guidance on steps to take upon receiving the replacement, and training will be available in their tandem source account.